Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump was found to have an air detector, upstream occlusion (uso) seal, and downstream occlusion (dso) sensor that were in good condition. The manufacturer representative inserted batteries to power up the device, and the pump showed error code 1835 on the display. The cause of the customer reported problem was a damaged optical switch. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the optical switch, and downloaded software, and re-calibrated the pump.

Event description:
It was reported that there was an error code 1836. There was no patient involvement.

Manufacturer narrative:
H2) additional information: d9: date returned to manufacturer: 11/27/2024.